Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a lead replacement on (B)(6) 2020 that the lead was found to be in soft tissue. Due to this, the ipg was explanted and the lead was cut and is now in the patient¿s left flank.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.